Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the desktop charger (dtc) connector pin was broken. The patient stated they were in pain because the ins died due to not being able to charge the ins recharger (insr). The patient reported seeing a screen on the insr telling them to charge the insr. A replacement dtc was sent. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.